Event description:
It was reported to boston scientific corporation in 2008 that an rx needleknife was used during a procedure in a female patient (weight unknown) a week prior. According to the complainant, the physician had a stiff feeling with the handle and due to this handle malfunction, the needle could not be come out. The procedure was completed with a second rx needleknife device. There were no patient complications reported as a result of this event, and the patient's condition was reported as good following the procedure.

Manufacturer narrative:
Other (failure to extend). Functional evaluation of the returned device revealed that the needle could be extended and retracted as intended. The complaint could not be confirmed. Visual examination of the device revealed that the cutting wire was blackened a review of the device history record (DHR) for the pertinent lot revealed no anomalies.